Manufacturer narrative:
The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation. A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the gas delivery engine (gde) requires replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen goes blank. The customer stated the ventilator was on a patient when this issue occurred. It is currently unknown if there was any patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component was performed and the reported problem was duplicated. The reported problem, "display going blank", is isolated to missing fuse (2.5 250v) on tca assembly this issue will be internally investigated within vyaire.